Event description:
Treatment of an aneurysm. During coil delivery, it was reported that the axium implant coil prematurely detached as it was being withdrawn back into the microcatheter for repositioning. The entire system (catheter and coil) was removed from the patient.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil already detached. The evaluation could not determine the cause of the event; however, the pushwire was found bent and may have contributed to the reported event during repositioning of the implant coil. The axium IFU (instructions for use) states, "if axium detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implanted pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and the coil. "(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4)